Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the insulin pump was alarming no delivery. Customer's mother resolved the issue by changing the infusion set. Customer's blood glucose was over 400 mg/dl. Customer's mother declined troubleshooting. Customer is not returning the device for analysis.